Event description:
Additional information was received indicating that the rv lead was explanted. No additional adverse patient effects were reported. It was reported that this right ventricular (rv) lead exhibited noise. Additional information was received indicating that the patient was checked and everything was fine. Moreover, the patient will be followed routinely. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. During analysis it was noted that the distal and proximal hv cables were returned fractured at the distal end of the terminal crimps. Due to the location and type of damage these fractures are consistent with the lead being pulled with force while being removed from the device header either at explant, at medtronic, or here at crm. The leads were attached to the device upon receipt here at crm. The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Additional information was received indicating that the rv lead was explanted. No additional adverse patient effects were reported. It was reported that this right ventricular (rv) lead exhibited noise. Additional information was received indicating that the patient was checked and everything was fine. Moreover, the patient will be followed routinely. No adverse patient effects were reported.